Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
After placement the catheter separated from the hub though no excessive force was applied nor being caught on anything. The catheter was replaced with another one. There have been no other adverse effects to the patient reported.